Event description:
It was reported that the patient had increased spasticity in his legs. A contrast dye study was performed. During the study the physician noted that the contrast was leaking out from the sutureless pump connector. The physician revised the catheter to connect a new sutureless pump connector segment. The patient was believed to be doing well and receiving effective relief. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the returned catheter connector revealed sc coring-tears-cuts in seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.